Manufacturer narrative:
It was reported that the customer identified what appeared to be a small fiber on a gel mentor memorygel breast implant 275cc before opening the package. There was no patient consequence. The device was returned to mentor with gel inside the device, the gel appeared to be clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. The thermoform was opened to perform a visual inspection and no foreign matter was found; therefore, the complaint was not confirmed. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the customer identified what appeared to be a small fiber on a gel mentor memorygel breast implant 275cc before opening the package. There was no patient consequence.